Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications. This complaint is due to a known physiological effect of the procedure noted within the directions for use. (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that during a coronary artery stenting procedure a dissection occurred. The target lesion was located in the circumflex artery. The target vessel reference diameter was 3mm and the lesion length was 12mm. Pre-procedure stenosis was 86%. Post-procedure was 0% stenosis. A liberte stent with a diameter of 3.5mm and length of 16mm was implanted. No information stating if direct stenting was attempted. Due to "dissection miatt" an addition procedure was performed in the target lesion. The procedure was a technical success. The patient was discharged four days post procedure without current anginal complaints or silent ischemia. Medications includes: asa 100mg and clopidogrel 75mg daily for 6 months. The patient did not experience any major cardiac events.